Event description:
A patient received ivtm treatment for fever management for sepsis. A solex 7 catheter (lot # 165441) was smoothly inserted into the patient's vein on (B)(6) 2022. No other device was placed in the same vein. Two days later upon removing the catheter, the customer found that the catheter balloon was not intact and had become detached from the central shaft. The customer reported that the catheter balloon was successfully deflated with the slip tip syringe before removal, which indicates that the balloon was intact just before the removal. The customer did not provide any information on whether they felt any resistance during the removal of the catheter. The patient was deceased 30 minutes before the removal of the catheter. As reported, the cause of death was due to complications resulting from sepsis and not related to the zoll device. The catheter functioned as intended throughout the procedure.

Manufacturer narrative:
The reported complaint that "the catheter balloon was not intact and had become detached from the central shaft" was confirmed during visual inspection of the returned solex 7 catheter (lot # 165441). The first five loops of the serpentine balloon had been detached from the central shaft and the balloon tubing was cut. No tubing or other catheter material was missing. Also, the catheter shaft was kinked at the proximal end of the serpentine balloon. The customer did not provide any information on whether they felt resistance while removing the catheter from the patient. The ivtm therapy was completed successfully without a device malfunction. The damage was only noticed upon removal of the catheter. This damage certainly did not happen during the use; otherwise, it would have resulted in a saline leak and an "air trap" alarm. Most likely, the serpentine balloon had become tangled around an unknown object or damaged by an unknown factor, resulting in severe damage (bond delamination and a tubing cut) during the removal of the catheter. Further visual examination of the returned catheter was performed, and dried blood residue was observed in the catheter serpentine balloon. During functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luers. The in/out luered ports are unable to flush due to the damaged serpentine balloon. No further functional testing was possible due to the condition in which the catheter was received. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the solex 7 catheter with lot number 165441. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Outcome death related to the patient's clinical condition of complications of sepsis and not to ivtm therapy. Death was not related to zoll device and procedure.